Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had chest pain the night after implant procedure. Electrocardiogram (ECG) was performed and noted the patient was in atrial fibrillation (af). Transthoracic echocardiography performed, small pericardial effusion, infracentimetrique, non compressive noted. Oral medication administered, and pain decreased. Recurrence of pain, and second transthoracic echocardiography was performed that revealed increased pericardial effusion. The patient was transferred to another hospital that had cardiac surgery facilities. It was also reported that the patient had two red blood cell transfusions due to deglobulisation at 7.8 g/dl of hemoglobin. A computerized tomography (CT) angiography was performed which showed that there was a residual pericardial effusion and that one lead was in contact with the right atrium which can be the cause of bleeding. Four control echocardiograms were performed that revealed the residual pericardial effusion decreased by time. No further patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.